Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the drg ins was unable to communicate with the external devices. As such ipg was inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.